Manufacturer narrative:
Analysis of the tined lead found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Lead implant date is an approximation. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported the patient experienced a loss of therapeutic effect about three days prior to the date of the report. The patient had no sensation in the pelvic floor after increasing stimulation. Upon raising stimulation above 4v, the patient had an uncomfortable sensation in the buttock where the implantable neurostimulator (ins) was implanted. It was noted that the ins case was programmed to +. Normal impedances were measured, however and x-ray showed a "dislocated electrode." It was unknown what led to the event. To resolve the issue, the existing lead was replaced. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.